Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had air/water leakage from the universal cord/video cable. Upon inspection of the customer¿s returned device it was observed, the objective lens adhesive part was peeling off. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. It was observed, due to a pinhole on the universal cord, water tightness was lost, the bending section cover (a-rubber) had a scratch, the adhesive on the a-rubber had a chip, the lock engagement (fe) lever had a scratch and crack, the right/left lever was sticky, the angle wire became longer than normal, the video connector had a crack and was scratched, the video connector case had a scratch, the protector of the video cable section had a scratch, the light guide (lg) cover glass had a scratch, the lg connector had a scratch, the grip had a scratch, the control unit had a scratch, the angulation lever, switch 1, and switch 3, had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported adhesive part of the objective lens peeling off could not be determined, however, the issue was likely the result repetitive use stress, external factors, or handling. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope". ¿inspection of entire endoscope¿: ¿visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the control panel, video connector, or light guide connector. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens¿. Olympus will continue to monitor field performance for this device.